Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor reset during distributor detect and treat testing. The cause for the reset was isolated to a defective u104 pxa processor on the computer/analog board. The root cause for the defective u104 pxa processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A patient's monitor was returned for an unrelated problem. Upon investigation a reportable malfunction was found.